Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. In the absence of additional information, our investigation remains inconclusive. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. Our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case may be reopened. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments, ¿this complaint was discussed with the medical director. This trial/study was to assess the incidence of surgical site infection (ssi) with the prophylactic use of nwpt. There is no allegation that there was any failure or malfunction with the use of the product. Conversely, the results indicated that the prophylactic use of pico significantly reduced ssi wound complications. Therefore, no further clinical assessment is warranted¿. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during a pico trial to test the prophylactic properties of the npwt system in closed laparotomy wounds compared with standard dressing, there was an incident of infection.